Manufacturer narrative:
(B)(4).

Event description:
It was reported that a device that wont connect occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be sensor noise. In addition, an early sensor expiration due to potential patent misuse was found in connection to the reported allegation. The reported event of a device that wont connect is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.